Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the multi-link vision coronary stent systems instructions for use is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The patient effects (other than death) reported are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying abbott multi-link 8, multilink mini-vision and multilink vision stents that may be related to patient deaths, myocardial infarction, thrombosis and restenosis. Average patient age and majority gender studied were identified. Details are listed in the attached article, titled: bms scaar report, abbott bms family and other bms. This report is capturing the deaths.